Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: ¿ there is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous equipment, breathing and driving gas systems, urethral/urinary, limb cuff inflation, neuraxial devices and other enteral and gastric applications. ¿ do not use if package is opened or damaged. ¿ do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids. ¿ do not over inflate retention cuff. ¿ patients with very weak sphincter muscles may not be able to retain the device in place and may experience increased leakage of stool. Potential adverse events: as with the use of any rectal device, the following adverse events may occur: # excessive leakage of stool around the device. Instructions for use: 1. Preparation of sms prior to insertion. A. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 50 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. 4. Insertion of device. A. Unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. B. Attach the 50 ml syringe filled with 45 ml of water to the inflation port, but do not inflate. C. Insert the inflation cuff using a four-step process: 1) as previously stated in step 1, ¿preparation of sms prior to insertion¿, ensure the retention cuff is completely deflated. 2) holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45-degree angle (figure 4b), in order to create a conical shape with a leading edge for easy insertion. 3) generously coat the patient¿s anus with lubricating jelly. 4) gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. D. Inflate the cuff with 45ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. If the pilot balloon indicates over- or under inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid. E. Remove the syringe from the green inflation port and gently pull on the drainage catheter to check that the cuff is securely in the rectum and that it is positioned against the rectal floor. F. Position the length of the flexible drainage tube along the patient¿s leg, avoiding kinks, obstruction and tension. ¿ take note of the black position indicator line that is printed in the proximal segment of the tsz. Observe its relative position to the patient¿s anus. Observe changes in the location of the position indicator band as a means to determine movement of the retention cuff in the patient¿s rectum. This may indicate the need for the cuff or drainage tube to be repositioned. G. Hang the bag using the built-in hanger at a convenient location on the bedside (below the level of the patient¿s rectum). A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, cuff fixation water leaked from the dignishield.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, cuff fixation water leaked from the dignishield.